Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('I feel your pain') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On (B)(6) 2015, the patient experienced genital haemorrhage ("bleeding"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and menstrual disorder ("passing baseball size clots") and was found to have weight increased ("gained over (B)(6)"). The patient was treated with hysterectomy. Essure was removed. On (B)(6) 2016, the genital haemorrhage had resolved. At the time of the report, the pelvic pain and menstrual disorder outcome was unknown and the weight increased had not resolved. The reporter considered genital haemorrhage, menstrual disorder, pelvic pain and weight increased to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 29-may-2020: social media received: case became serious incident. Hysterectomy added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.